Event description:
Nurse reported a patient received treatment with acid dialysate only on a system 1000 hemodialysis device. It was reported that bicarbonate dialysate was hooked up but was not being aspirated. The problem was noticed when it was determined that the bicarbonate dialysate solution level remained at the top of the jug. There were no device alarms reported. There was no patient injury or medical intervention associated with any of the incidents.